Manufacturer narrative:
Correction: additional information obtained clarified that the injury previously reported in this MDR against the 29mm sapien 3 valve was actually due to late endocarditis. In this case, approximately 5 months post tavr the patient was diagnosed with late endocarditis and subsequently the valve was explanted.  Per report, the patient was admitted with prosthetic aortic valve infective endocarditis secondary to enterococcus bacteremia. There was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve. The event was investigated by edwards lifesciences and found not to meet the criteria for a reportable event. Therefore, a corrected report is being submitted.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr),approximately 5 months post tavr with a 29mm sapien 3 valve in the aortic position via tf approach, the valve was explanted and a 23mm surgical valve was implanted. The cause of the explant is unknown at this time.